Manufacturer narrative:
H2) additional information: see section a and b5. Annex f codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the reported issue occurred in a cranial resection utilizing optical navigation. To continue with the procedure, a second medtronic navigation system was brought into the operating room (or) to continue the procedure. There was a reported delay to the procedure of 45 minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Information references the main component of the system. Other relevant device(s) are: product ID: unk_nav_comp, serial/lot #: unk, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were difficulties with registration on the navigation system. It was reported that registration points were not accumulating on the navigation system. And the belue dotted line did not appear despite the audible beep for registration being heard. It was noted that the navigation system was slow when attempting to calculating registration accuracy during registration. Additionally, it was noted the registration was inaccurate as the metric displayed to be 1.5 to 2mm. However, the anatomical landmarks were far from the location in the software versus their actual location. It was noted the navigation system was slow in restarting the tracer registration and the navigation system was slow after clearing patient data from the navigation system. There was no patient present when this issue was identified.

Manufacturer narrative:
H3) a software analysis was performed. There was insufficient information to determine if the software caused the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.